Event description:
It was reported that the patient sought medical attention at the hospital on (B)(6) 2026 with an infection that developed at the infusion site (abdomen) while wearing the pod between 49 and 71 hours. The patient¿s blood glucose levels measured 13 mmol/l (234 mg/dl) at the time of this incident. It was reported that the patient felt pain whilst wearing the pod and when the pod was removed, the infusion site was red, swollen and had purulent discharge. The patient was diagnosed with cellulitis and treated with paracetamol tablets and flucloxacillin 500 mg for 7 days every 6 hours. The patient was released approximately 4-5 hours later, on the same day. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.